Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that he had stimulation on really low at 0.8 and when he increased to 1.0 he felt ¿electrocuting¿ in his lower, right abdomen. The patient reported this seemed to be affecting his prostate and bowels. The patient reported that he didn¿t think the ins was working correctly. The patient reported that he should be feeling stimulation in his legs, but instead the stimulation was ¿electrocuting his stomach and was shocking.¿ the patient reported that he was originally on group a and when he tried group b the ¿electrocuting¿ was worse. The patient reported that he had to turn stimulation off. No further complications were reported.

Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), product type: lead; product ID: 977a260, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the lead had migrated from t8 to t10 because the implanting physician didn't use an anchor. No further complications are anticipated. Additional information was received from a manufacturer representative. It was reported that the cause of the ins being depleted appeared to be the recharger not working. It was reported that the leads had completely migrated out of the epidural space and were located in the ins pocket. The patient reported on (B)(6) 2018 that they were unable the recharge system was not working properly. The patient was instructed to recharge the controller and then attempt to charge again. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturer's representative (rep). It was reported that the rep met with the patient regarding the strong shocking stimulation in their abdominal area. The cause was not known. The patient turned the intensity down with their programmer when the issue began. The patient met with the rep and was reprogrammed on 1/5 and the issue was resolved. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the patient was able to successfully charge their ins but it had not provided any pain relief since the patient resumed using the ins. During the scheduled reprogramming, the rep was alerted by the application and found that there were out of range impedances on contacts 9, 10, 11, 12, 13, and 15. There were no known factors that could have led to the event. The rep was able to reprogram the ins and get satisfactory coverage for the patient while avoiding the electrodes that were out of range. It was noted that the issue was resolved at the time of the event. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the patient is unable to get satisfactory stimulation coverage. The patient needs coverage on their right leg. Lead 0-7 provides stimulation on the left leg, and the 8-15 lead has two contacts that are out of range and two others that have warning level. When the 8-15 lead is activated the patient experiences strong stimulation in their coccyx where they do not need it. Multiple contacts were activated in different pairings with the same results. The patient was following up on 5/1/18 to get an x-ray. No further complications were reported or anticipated.